Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 29-apr-2019 with the following findings: evaluation revealed that all of the keypad buttons were intermittently unresponsive. The keypad cover was found to be cut, torn and peeling from the base. The keypad cover was removed and contamination was found under the all button contacts. Evaluation also revealed a dim, discolored display and cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that all of the keypad buttons were intermittently unresponsive. The keypad cover was found to be cut, torn and peeling from the base. The keypad cover was removed and contamination was found under the all button contacts. Evaluation also revealed a dim, discolored display and cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 29-apr-2019.